Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) channel leading to inappropriate atrial tachy response (atr) episodes. An increase in the ra impedance from 500 ohms to 1068 ohms was observed. A fracture of another manufacturer's ra lead was suspected as a cause. Several months later during another in office interrogation high out of range pacing impedance measurements of 2300 ohms for the cardiac resynchronization therapy defibrillator (crt-d) an ra lead were observed. The patient was referred to an electrophysiologist. No further information is available at this time. The crt-d and another manufacturer's ra lead remain in service and no adverse patient effects were reported.